Event description:
Cold pack provided by dentist apparently leaked when rptr picked it up, it squirted ammonium nitrate into family member's eye. They screamed and rptr tried to flush eye immediately. Then called poison control.